Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tip of the of the impaction handle has a slight bend in it that occurred during the same time the impactor broke in half. Case type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the impactor broke. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/14/2016 with no reported discrepancies. Complaint history review: a review of complaints related to p/n 209830, l/n 32952 show 2 additional complaint related to the failure in this investigation. The pr's is (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. If there is an additional information needed then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The tip of the of the impaction handle has a slight bend in it that occurred during the same time the impactor broke in half. Case type: tha.